Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Information. Another countries' registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in other countries. Enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.

Event description:
Information from clinical trial database. Post brain avm embolization the patient had right arm paresis.